Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced loss of touch sensor responsiveness followed by an unexpected device shutdown despite a reported adequate battery level, with a history of the user inadvertently sleeping on the device which could indicate mechanical stress. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status, no hospitalization, and no medical intervention. Investigation included remote troubleshooting by customer care and case review. Investigation of this case revealed a device malfunction involving the user interface touch sensors and power shutdown, consistent with potential damage from external mechanical loading to the device housing or internal components. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to suspected physical damage from external pressure.